Event description:
Patient reported "looks smaller than it used too like its deformed", "malposition" and capsular contracture baker grade unknown. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to b5 description of event and h6 adverse event problem: it has been determined that the report of "malposition" is captured under the a010102/e2303 coding, as capsular contracture can result in changes in the breast and distortion. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported ""looks smaller than it used too like its deformed", malposition and capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture, baker grade ii". This record is for the right side. The device remains implanted. Therefore, this record is no longer reportable to the FDA and will be unreported.